Event description:
Reporter alleged a pt came into emergency room in an unresponsive state and stayed that way for over one hour. Reporter alleged a discrepant blood glucose result of 210 mg/dl was obtained on the inform system compared with a result of 13 mg/dl from their lab system when both tests were done within 10 mins. Reporter stated that no treatment was given to the pt until the lab result came in two hours later. Reporter stated that a result of 334 mg/dl was obtained on the inform system, the pt was treated with d50, and then another lab result of 268 mg/dl was obtained within 10 mins. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.